Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. This is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no malfunction of the device was noted. There were no actionable errors observed. The device was remediated and returned to the customer.

Manufacturer narrative:
The manufacturer previously reported a device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. This is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no malfunction of the device was noted. There were no actionable errors observed. The device was remediated and returned to the customer. This notification was created in error. This issue was already reported to the FDA on MDR 2518422-2026-004384. Any further reporting required will be addressed in pr 1198828.